Event description:
It was reported that the device doesn't heat. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device looks in good condition. The warming hose and power cord were provided. Functional test in according to pwi-10013061. The problem can not be duplicated. Electrical safety and functional test passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.